Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the mid right coronary artery (rca). A 2.25x16mm synergy¿ drug-eluting stent was advanced but failed to pass through the proximal rca. When the stent delivery system (sds) was removed, it was noticed that the stent had dislodged inside the rca, possibly due to the stent getting caught on the guide catheter during sds removal. Another stent was advanced and the dislodged stent was crushed to the vessel wall. The procedure was completed with no patient complications reported. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the mid right coronary artery (rca). A 2.25x16mm synergy¿ drug-eluting stent was advanced but failed to pass through the proximal rca. When the stent delivery system (sds) was removed, it was noticed that the stent had dislodged inside the rca, possibly due to the stent getting caught on the guide catheter during sds removal. Another stent was advanced and the dislodged stent was crushed to the vessel wall. The procedure was completed with no patient complications reported. The patient's status was stable.